Manufacturer narrative:
A ge rep evaluated the sys and replaced the gpos computer and hard drive. No pt injury was reported.

Event description:
Customer reported the sys locked up. They were unable to save images, and sys would not reboot. No pt injury was reported.